Event description:
The sales rep reported that the patient has been coming in for scheduled refills every two weeks. On a scheduled refill, the flow rate calculated 0.96ml/day. At that time alteplase was instilled via the bolus port and the patient was sent home for two weeks. On the patient¿s next appointment two weeks later, the flow rate was 0.92ml/day. Alteplase was instilled again and the patient was sent home. Upon the patient¿s return, the calculated flow rate was the same of 0.92. The hospital called the sales rep and it was advised that the mskcc will do this up to 3x. It was suggested that the hospital explore the possibility of a vessel thrombosis, kinked catheter, or maybe rinse out the pump reservoir. Updates have been requested.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
4/17/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
The patient has been coming in for scheduled refills every two weeks. On their (B)(6) 2013 refill they flow rate calculated to 0.96ml/day. At that time they instilled alteplase via the bolus port and sent him home for two weeks. On his next appt. The flow rate was now 0.92ml/day. They again instilled alteplase and sent him home. Upon his return two weeks later the calculated flow rate was the same, 0.92. 4/17/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.